Event description:
It was reported that revision surgery was performed due to dislocation. All parts reportedly well fixed with tissue and fluid noted as being normal. The femoral stem remained implanted.

Manufacturer narrative:
Radiographs showing the position of the components whilst in vivo were analysed in lieu of the actual devices.